Event description:
It was reported that the pump exhibited alarm error of cassette not attached properly. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: most probable cause for cassette not attached properly if product related is a defective dso sensor, but this is likely a disposable issue. Product was not returned, so complaint could not be verified. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue